Event description:
Additional information received stated that the patient underwent surgical intervention wherein the paddle lead was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Imaging revealed the paddle lead wires had become tangled. Diagnostics revealed high impedances on several contacts. Reprogramming was able to restore therapy on 2 contacts, however surgical intervention may take place at a later date to address the issue.